Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735736, (software version: 2.1.0), h6: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon achieved a 1.3 accuracy but when navigating, the surgeon reported the system was 5mm off down on the sinus floor. The case continued with navigation but surgeon used navigation sparingly. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
H2, h3, h6) a software analysis was completed. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Code d15, and previously reported codes b01, c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.